Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 326 mg/dl. Cannula was bent when customer changed infusion set. During troubleshooting, customer was assisted in performing several plunge push and insulin did not exit. Customer stopped troubleshooting and states he will continue on his own and will change reservoir and would call back.